Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via a foreign user report noted that the patient was admitted to the hospital on (B)(6) 2019. It was also noted that since the weekend the patient had developed restlessness and increased pain/spasticity, per the patient's husband. The patient was given an "appropriate" substitution due to the medication withdrawal, which quickly alleviated the symptoms. The patient then experienced an infection requiring treatment that was not in connection with the failure of the pump. After improvement of the infection, the pump system was removed on (B)(6) 2018. The patient was able to cope with oral medication and was discharged on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the pump was explanted. It was unknown if the pump would be replaced; a decision would be made later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen 1500 mcg/ml at 1769 mcg/day via an implantable pump. The indication for use was not reported. It was reported that the patient reported a pump alarm to the hcp and went to their medical practice. Reading out the pump showed a ¿motor stop¿. Logs showed a ¿motor stop¿ occurred on (B)(6) 2018 and was not cancelled since then. The patient shivered while coming to the hcp. The patient experienced withdrawal/symptoms of withdrawal. It was unknown if there were any environmental, external or patient factors that might have led or contributed to the event. Diagnostics/troubleshooting included reading the logs and confirming that the serial number was not in a population of pumps affected by a reduced battery performance issue. The pump was set on minimal flow to prevent uncontrollable dosing. It was planned to send the patient to hospital to defend withdrawal symptoms and replace the pump. However, conflicting information indicated that it was unknown if surgical intervention was planned. Surgical intervention had not occurred (yet). The issue was not resolved. However, the patient's status was alive - no injury. Information regarding the patient¿s gender , age, weight, medical history, and other medications was unavailable. The implant date was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported the pump would be returned to the device manufacturer.

Manufacturer narrative:
Pump interrogation at medtronic european operations center indicated the pump was delivering morphine 5,0 mg/ml in addition to the baclofen 1500 mcg/ml. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper and lower shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.